Manufacturer narrative:
(B)(4). Report source: other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6)) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system: halo was implanted during a procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2018, the patient has experienced vaginal urticaria, and sudden and urgent urge to urinate that is uncontrollable. Moreover, she has pain in the stomach, back, hips, legs, when at rest and when walking. Consequently, there is a decrease in her activities.